Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of controller fault alarms was confirmed via the log file. The system controller (serial #: (B)(6) was returned for analysis and a log file was submitted for review (a1131459) as well as downloaded (a2081839) for review. A review of the submitted log files showed overlapping events spanning approximately 15 days (03dec2020 ¿ 16dec2020, 13jan2021, 09feb2021 per time stamp). Events occurring on 09feb2021 took place during lab testing at abbott. On 16dec2020 at 10:58:09 until the driveline was disconnected for a controller exchange on 16dec2020 at 11:25:30, a controller internal fault alarm was active and coincident with an ebb_test_circuit. There were no other notable alarms active in the log file. Pump operation as not affected. The system controller underwent preliminary and functional testing and performed as intended. The system controller was connected to the mock loop and was able to operate for an extended operation as intended. The reported controller fault alarms and intermittent beeps were unable to be reproduced during this investigation. The root cause for the reported event was unable to be conclusively determined through this analysis. Heartmate iii instructions for use section 7 entitled ¿alarms and troubleshooting¿ and heartmate iii patient handbook section 5 entitled ¿alarms and troubleshooting¿ addresses how to properly interpret and troubleshoot all system alarms, including yellow wrench advisory alarms. Heartmate iii instructions for use section 8 entitled ¿equipment storage and care¿ and heartmate iii patient handbook section 6 entitled ¿caring for the equipment¿ addresses how to properly care for, maintain, and store the equipment for proper use. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. The device history records were reviewed for the system controller (serial #: (B)(6) and the system controller was found to pass all manufacturing and quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient had a controller fault alarm. The patient was instructed to switch to their backup controller at home. After the exchange, no additional alarms occurred. The patient was instructed to send their exchanged controller to the clinic where the log files were reviewed. This confirmed a controller internal fault, the controller was reported to have worked and behaved correctly with all messages displayed as expected. There was no adverse event associated with this event and no device issues mentioned. No additional information was provided.